Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6, -10.50 diopter, implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2021 from patient's left eye (os) due to low vault. This resolved the problem. Cause of the event is reported as unknown. See MFR # 2022-00001 for claim against the initial lens.